Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6) hospital, (B)(6), (B)(6). Block h6: device code a0902 captures the reportable event of gauge reading inaccurate. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the pressure gauge was showing abnormal pressure and required constant pressure to maintain the required pressure. The procedure was completed. There were no patient complications reported as a result of this event. Additional information received february 22, 2022: the alliance syringe was used in the common bile duct for a bile duct stone. The procedure was completed with the original device.

Manufacturer narrative:
The reported healthcare facility is: (B)(6) hospital. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the pressure gauge was showing abnormal pressure and required constant pressure to maintain the required pressure. The procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.